Event description:
Customer stated they have experienced bleeding gums, stage I grade a periodontal disease and associated anterior open bite, due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.